Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient underwent revision surgery to address a tritanium pl cage that migrated post-operatively. The patient reported experiencing pain.